Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of her high blood glucose level of 532 mg/dl. The customer treated her high blood glucose level with the insulin pump. She was wearing the insulin pump at the time of hospitalization. While troubleshooting a low reservoir, low battery, and no delivery alarms were found in the alarm history. The customer has gastroparesis and recently got her menstrual cycle. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.